Event description:
While replacing the naoh-d (cell wash 1) solution on the modular core analyzer, serial number (B)(4), the customer was kneeling on the floor and was pouring liquid from one bottle to another. The bottle slipped from her hands and the solution splashed in her face. The customer stated there were no issues with the bottle. The customer had first degree burns to face and right eye and was treated in the emergency room. The emergency room flushed the affected areas with cold water and treated her with ointment for face and eye. The customer's current condition was "fully healed". The customer was wearing contacts when the incident occurred, but was not wearing any personal protective equipment.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the cause of the event was a customer handling error. Product labeling instructs the customer not to pool solutions together. Also, protective clothing and equipment such as safety gloves or glasses should be worn when working in a laboratory.